Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, an olympus asset, with no reported complaint. During the evaluation of the device, corrosion of the forceps elevator lever (k-lever) and forceps advanced diagnostics (frcps ad) was observed. Additionally, chipping of the adhesive around the objective lens (ob lens) and light guide (lg lens) was identified. The service team determined that the most likely cause of the observed corrosion and adhesive chipping was component failure. There was no patient involvement.